Event description:
A high drain error 105 (night drain #5) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 07:05:40. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. There was no assignable cause determined for the increased intra-peritoneal volume (iipv) found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined. If any additional information is received, a follow-up will be sent.